Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be inserted into the ventricular lead port during the implant procedure. Device was replaced with no issues.

Manufacturer narrative:
The reported connector anomaly was confirmed in the laboratory. Visual inspection identified silicone/septa foreign material within the set-screw hex cavity, and the underside of the septum was found to be damaged. This material prevented full insertion of the torque driver in the hex cavity and prevented tightening of the set-screw. The cause of the connector anomaly was foreign material in the set-screw hex cavity.